Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately ten weeks post implant the patient had been feeling pain, and presented with open sores/wounds near the site of their gastro-urinary implantable pulse generator (ipg) system. Cultures for bacterial viral and gram stain were sent for evaluation and both have returned negative at this time. It was indicated that a consult from a physician stated the patient could possibly have had a "possible reaction to the titanium of the battery." It was noted that the patients one month follow up showed no issues. The device system had been implanted with a antibacterial absorbable envelope and it was thought that it could have possibly been protecting the patient from the reaction until the antibacterial absorbable envelope started to absorb. The ipg system was extracted due to a possible infection. No further patient complications have been reported as a result of this event.